Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient was diagnosed with infection at ipg site. As a result, surgery occurred to explant the ipg, patient was prescribed IV antibiotics, and patient was hospitalized and later discharged. The infection has resolved.